Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) implanted with another manufacturer's right ventricular (rv) lead, delivered inappropriate shock therapy. Additionally, the device was observed to have reached end of life (eol) one week post implant. An invasive procedure was performed. Upon opening the pocket, damage was observed to the rv lead that was suspected to be related to a potential short from the lead back to the device. The device was explanted and replaced with another manufacturer's device and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded after a 41 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.